Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 10, inratio: 3.5, lab: 2.9. Testing was done side by side, same time as the draw. Date (B)(6) 10, inratio: 3.9, lab: 2.9, re-test: 3.8. Lab test was completed 2 hours after meter testing. The re-test on the meter was done one and a half hours after lab test. Last week inratio: 2.8, lab: 3.6.

Manufacturer narrative:
Investigation pending.